Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 80 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker, broken reservoir tube lip and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.